Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, during a ventricular pacing threshold test performed with the subject pacemaker for a pacing-dependent patient, a pop-up message was displayed stating that the software had stopped working and will be closed. After the error message appeared, it took a few seconds for the programmer to finish the threshold test. It was also displayed on the progress bar that the threshold test was currently running. When the user clicked the ¿close program¿ button from the pop-up message, the session automatically closed and the programmer went back to the start screen.

Manufacturer narrative:
D4, d6 and h4 corrected. Preliminary analysis revealed that the observed behavior resulted from an inadequate software management.

Event description:
Reportedly, on (B)(6) 2020, during a ventricular pacing threshold test performed with the subject pacemaker for a pacing-dependent patient, a pop-up message was displayed stating that the software had stopped working and will be closed. After the error message appeared, it took a few seconds for the programmer to finish the threshold test. It was also displayed on the progress bar that the threshold test was currently running. When the user clicked the ¿close program¿ button from the pop-up message, the session automatically closed and the programmer went back to the start screen.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, during a ventricular pacing threshold test performed with the subject pacemaker for a pacing-dependent patient, a pop-up message was displayed stating that the software had stopped working and will be closed. After the error message appeared, it took a few seconds for the programmer to finish the threshold test. It was also displayed on the progress bar that the threshold test was currently running. When the user clicked the ¿close program¿ button from the pop-up message, the session automatically closed and the programmer went back to the start screen.